Event description:
Nc trek balloon wire broke in half during insertion. The point of damage was not inside the patient at the time of malfunction. The balloon had just been opened and flushed with no signs of improper handling. The balloon tip had entered the patient's body via a radial sheath. All pieces of the balloon were retrieved and accounted for. FDA safety report ID# (B)(4).